Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen 1000 mcg/ml at 301.5 mcg/day. It was reported the pump flipped and was confirmed. The patient seen on (B)(6) 2019 due to a suspected flipped pump. It was noted the patient went to the surgeon and was seen (B)(6) 2019 and was diagnosed with a flipped pump and was manually flipped back and refilled at this time. The patient was now back for another refill on the date of this report and they were again unable to access the refill port. The hcp was suspecting a flipped pump again. They were going to refill with 200 mcg/ml baclofen and do a bridge bolus. This programming was already done, but now they could not refill the pump due to it being flipped so the hcp wanted to program the pump back to the old parameters and they were going to send her to the surgeon. Patient symptoms were not reported. The event date was (B)(6) 2019. The hcp called back for assistance cancelling the bridge bolus and reprogram the old parameters. Discussed reprogramming. No further complications were reported.